Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable connector was cutoff and missing. The root cause for cut cable was physical abuse. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt connector was damaged.